Event description:
Patient reported experiencing elevated blood glucose (500's mg/dl). Patient indicated that piston rod and adapter were "very old". Patient indicated that she had never checked the accuracy of her blood glucose meter. Patient did not report receiving medical treatment to address the elevated blood glucose